Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of a biomet implant. The fractured piece could not be removed. The implant was explanted. Tooth location 18.

Manufacturer narrative:
One biomet implant was returned for evaluation. A visual inspection revealed a fractured piece of screw stuck inside the implant. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular cause cannot be determined.